Event description:
It was reported that this patient experienced atrial fibrillation with rapid ventricular conduction. Inappropriate anti-tachycardia pacing (atp) was delivered. Because of this, the physician elected to explant and replace the device to resolve the event. During the procedure, it was discovered that the insulation on this right ventricular (rv) lead had been fractured near the clavicle. This rv lead exhibited low out of range pacing impedance measurement, measuring lower than 200 ohms. This rv lead was also explanted and replaced. No additional adverse patient effects were reported. Both products are not expected to be returned for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient experienced atrial fibrillation with rapid ventricular conduction. Inappropriate anti-tachycardia pacing (atp) was delivered. Because of this, the physician elected to explant and replace the device to resolve the event. During the procedure, it was discovered that the insulation on the right ventricular (rv) lead had been fractured near the clavicle. The rv lead exhibited low out of range pacing impedance measurement, measuring lower than 200 ohms. The rv lead was also explanted and replaced. No additional adverse patient effects were reported. The device was subsequently received for analysis.